Event description:
In 2007, a gore tag thoracic endoprosthesis was used to treat a descending thoracic aortic aneurysm. In 2008, a second procedure occurred. Although wall apposition was maintained on the proximal end of the graft, the distal part of the aorta was very aneurismal and the patient was converted to open repair. The patient tolerated the procedure. Further investigation is pending.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.